Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: complaint history was reviewed and there were 2 similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical operations tested retains of cartridge lot and were able to reproduce the false negative results, however, not enough information has been gathered to identify a true root cause. Further investigation and monitoring are being performed for this lot.

Event description:
A customer reported to a cue health inc technical support representative five (5) tests that resulted in false negative, cancelled and invalid results. This manufacturer's report addresses patient 2 of 2. Refer to manufacturer report number. The customer reported two family members received negative results from the covid-19 test for home and over the counter (otc) use. The same family members then received positive test results with a sars-cov-2 pcr test. The customer was contacted for additional information regarding date(s) of tests, and which family members tested positive. The customer did not provide any additional information.

Manufacturer narrative:
Correction to h10: investigation summary: complaint history was reviewed and there were 3 similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release.